Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 15 mg/ml at a dose of 7.501 mg/day and carbostesin 0.1 mcg/ml at a dose of 0.05001 mcg/day. The indication for use was not provided. It was reported that the pump was explanted on (B)(6) 2019 because the reservoir volume on the refill day was always 6-8 ml higher than expected and no motor stall occurred. No external factors that may have led or contributed to the issue were reported. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.